Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed "v105 stuck closed" and "check acid connector" messages during rinse mode. The customer replaced the loading pressure regulator, pressure transducer (#106), the bibag distribution board and valve 105. The machine then had no loading pressure in dialysis mode and displayed a a "bibag pressure sensor calibration error" when attempting to re-calibrate the regulator pressure in service mode. Upon follow up, the bmt said that the machine was returned to service after they replaced valve 108. Thermal decomposition was noted on valve 108. No sample is available. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed "v105 stuck closed" and "check acid connector" messages during rinse mode. The customer replaced the loading pressure regulator, pressure transducer (#106), the bibag distribution board and valve 105. The machine then had no loading pressure in dialysis mode and displayed a a "bibag pressure sensor calibration error" when attempting to re-calibrate the regulator pressure in service mode. Upon follow up, the bmt said that the machine was returned to service after they replaced valve 108. Thermal decomposition was noted on valve 108. No sample is available. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.